Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while outside of a procedure, the power supply cord for the imaging system was damaged. No additional information was provided. There was no patient present when this issue was identified.